Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 530 mg/dl. Customer¿s current blood glucose level was 312 mg/dl. Customer was treated with manual injection/ pen. Customer had been using insulin pump within 48 hours of reported event. The insulin pump will not be returned for analysis.